Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure? What type of incontinence, urge or stress incontinence? When was the recurrence occurred? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? Onset date/time of the pelvic pain from initial surgery? What was the indication for mesh removal? Please provide date and surgical findings of the mesh removal procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (recurrent incontinence and pelvic pain)? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. Following the surgery, the patient had recurrent incontinence and pelvic pain. Major surgery with groin dissection to remove the mesh was performed. Additional information has been requested.